Event description:
(B)(4). Initial report: this spontaneous case info was received from a sales rep who had been contacted by a physician and concerns a (B)(6) female. In (B)(6) 2007, the patient had been treated with poly-l-lactic acid (sculptra) into the nasolabial fold and corner of the mouth. Short time later, she noticed nodules, which resolved within the next months. No problems until (B)(6) 2008. One year after injection of poly-l-lactic acid (sculptra), the pt became pregnant and since then she complained about recurrence of nodules and swelling at nasolabial fold and corner of the mouth. These findings would change every day. While the treating physician assessed the nodules as mild, the patient described them as "esthetical disaster." No further info was received so far.

Manufacturer narrative:
Add'l info (non significant change) received on 05-jun-2008: the reporter did not fill the pregnancy form due to he did not receive any further info. Addendum for f/u received 05-sep-2008. (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable.